Manufacturer narrative:
The insulin pump was received with blank display and constant tone alarm due to moisture damage on electronics. The insulin pump was unable to verify button keypad anomaly, frozen screen, low reservoir alarm anomaly, watchdog timeout alarm, external ram error alarm, unexpected restart alarm and perform idle current test, run current test, self test, off no power test, unexpected restart error test, basic occlusion test, occlusion test, prime test, no delivery test, displacement test due to blank display. The insulin pump was received without original battery cap. The insulin pump was received with severely scratched display window, cracked battery tube threads, cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had a frozen display and buttons were not responsive. The customer's blood glucose was 137 mg/dl at the time of incident. The customer's blood glucose was over 300 mg/dl at the time of call. The customer refused to treat the high blood glucose. The customer stated that the insulin pump alarmed after reinserting new battery but was unable to determine the alarm due to frozen display. The customer stated that they were pressing the buttons but nothing happened. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.